Event description:
In 1998, the cryopreserved aortic valve and conduit was implanted into a pt of unk medical history. According to implant records the allograft was used in the pulmonary valve position. Approximately four years later, it was reported that the pt expired secondary to valve failure or "rupture". The exact date of the event is not known.